Manufacturer narrative:
Correction/removal reporting number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is unable to communicate with or charge his ipg. The pt last charged his ipg two months ago. The pt is pending follow up with his physician to determine the next course of action.